Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, patient underwent primary left reverse shoulder replacement on (B)(6) 2020. Then he returned to normal activities, until approximately 1 week ago, patient rolled a quad-bike he was travelling in and sustained a peri-prosthetic fracture of his left mid-shaft humerus. During revision surgery on (B)(6) 2026, humeral stem was found to be very loose and easily removed, as the proximal fragment was also fractured longitudinally. All glenoid components were found to be intact and solidly well fixed - left insitu. Fracture was reduced and supported by multiple cables and a long humeral strut allograft. Long revision stem was cemented insitu. Reconstructed humerus was found to be solid / intact. Prosthetic joint reduced and found to be stable through acceptable range of motion. Wound closed. No further information was provided.